Manufacturer narrative:
The returned aviva meter could not be tested for display problem due to an unclearable error message (eee).

Event description:
Customer reports darkened segments in the 100's column of the aviva meter's result display. No quality control information was provided. No adverse event was reported. A request was made for return of the suspect product and a replacement was sent.